Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a flashing white display. The customer¿s blood glucose level was unknown. Customer was calling back with blank display after receiving new battery cap. Customer reports display was solid white. The customer reported that there was no report of pump screen flashing when the screen was turned on after being in sleep mode. The troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify white display or missing segments/partial display due to blank display. Also, received with moisture damage on the motor and force sensor.